Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male pt's electrode belt cables were damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damage cables) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.